Event description:
Customer reported that the insulin pump was not turning on after battery replacement. Blood glucose value is 103 mg/dl. Customer is calling back after receiving a new battery cap. Customer does not see corrosion and no physical damage. Customer stated the battery is stuck in the compartment. After troubleshoot it was determined that the battery was inserted backwards; customer stated she only has mobility in one hand. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). All operating currents are within specification. No unexpected blank display noted. The insulin pump functioned properly. Device was received with minor scratched lcd window and cracked reservoir tube lip. No damage on battery compartment noted during visual inspection.